Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump suspended on low due to a sensor glucose discrepancy. The basal rates were also suspended. The sensor glucose value was 84 mg/dl while their blood glucose value was actually 280 mg/dl. The customer received a change sensor alert after a calibration not accepted alert. The customer took the sensor off and put another on in. The cannula was not bent. After troubleshooting was performed the customer was advised to return the sensor.